Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery packs were replaced. The system was then found to be operating as intended.

Event description:
The customer reported a precharge voltage failure error which prevented the system from booting up. No pt injury was reported.